Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with two leads from the same lot number. It was reported the pt would experience uncomfortable stimulation in his ribs when his stimulation was increased to cover all of his pain pattern. The pt underwent surgical intervention and both of his scs leads were explanted and replaced. Additionally, effective stimulation was regained postoperative.